Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going. Device not returned.

Event description:
Country of complaint: USA. It was reported that the screw came out of the patient's knee replacement.

Manufacturer narrative:
Investigation: due to the circumstances that we did not receive any devices or further investigation is not possible. Conclusion and root cause: it is not possible to determine a possible root cause for the failure. Rational: due to the circumstances that we did not receive any devices or further information an investigation is not possible. Therefore it is not possible to determine a root cause. Furthermore it is unknown whether the mentioned device is an aesculap product. No CAPA is necessary.